Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp regarding a patient's implantable neurostimulator (ins). Hcp reported patient experienced a loss of efficacy. It is unknown as to whether or not this was a sudden or gradual change in therapy/symptoms. Caller also said the patient that the stimulation isn't helping anymore and caller is concerned there may be a device issue. Caller states the patient indicated that because the device isn't helping, the patient has just had the ins off. Patient/caller will follow up with hcp. Additional information received from the healthcare professional (hcp) on 2017-apr-18. They reported that the patient had cognitive issues and that they had the ins therapy turned off because it was not helping them. The patient was redirected back to their hcp but, due to the cognitive issues, they forgot their programmer when they went to the appointment. As a result the therapy status was not determined. Additional information was received from a health care professional (hcp) on 2021-feb-03. The hcp, who had called for MRI guidelines reported that the interstim didn¿t work and it was turned off. The caller was not able to explain what was meant by ¿does not work.¿ the caller was noted to not be with the patient at the time of the call. There were no symptoms reported and no further complications were reported at this time.